Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the mechanics and gear wheel were defective on the battery handpiece device. It was further determined that the device failed pretest for check response of on/off trigger and check function of all modes. It was noted in the service order that the device was "without strength". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: the manufacturer location was documented as unknown in the initial report. It has been updated as oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the initial medwatch that the date of manufacture was unknown. It has been updated as may 08, 2015. UDI has been updated accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on jan 8, 2018. Upon complaint review, it was determined that the correct date is jan 7, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.